Manufacturer narrative:
We have not received the device for evaluation since the device has been discarded by the hospital. Hence, we could not conclusively determine the root cause of the issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. We therefore believe this is an isolated incident. This is the only reported complaint of injury from using a flexcel device since we started marketing this product in 2007. After tipping process, each device is inspected by our manufacturing associate to ensure that the tips are rounded sufficiently and do not contain any flattened areas. Our IFU properly instructs users to select a proper size shunt since an inappropriate size shunt may cause damage to the vessel and may cause the plaque to dislodge from the vessel wall.

Event description:
During carotid endarterectomy, flexcel carotid shunt was used as a blood conduit to allow blood flow between the common and internal carotid artery. Surgeon experienced difficulty when positioning the shunt in the patient's artery as it was moving in the lumen. As a result, the tip of the shunt dissected a section of the internal carotid artery. Surgeon used a patch to repair the dissected section after extending the arteriotomy.